Event description:
A report was received that states that a ventilator circuit could not be removed from the 15mm connector of the in situ tracheostomy tube. An emergent replacement was required. No further incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.